Manufacturer narrative:
Customer name- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported blue image and then screen turned off during unspecified procedure involving an olympus rigid video laparoscope. There were no reports of patient harm.